Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown and the treatment was not reported. The patient outcome was unknown. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.